Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 509 mg/dl at the time of incident. Customer treated high blood glucose with insulin pump. It was also stated that the insulin pump had battery out limit alarm. Trouble shooting was performed. Customer was able to clear the alarm and able to rewind the insulin pump. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.